Event description:
Surgeon was performing a microdisectomy on the patient. Surgeon inserted a ball-tip probe to feel under a ligament, and when he pulled it out, the tip broke off. It was a small 4mm long, 1 mm wide piece. The surgeon immediately recognized that the instrument had broken. He continued to dissect and remove the ligament, assuming that we would come across the metal tip in the process. Eventually staff began to search the drapes around the incision. The metal tip was located on the drape, and it appeared to be the whole piece that had broken off.